Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The patient experienced increased baseline spasticity. The symptoms occurred prior to a pump refill. The refill date was missed. The patient¿s previous physician had switched the patient to oral baclofen to and allowed the pump to run dry. The reporter believed that the pump had been empty for about a month. The patient started experiencing an increase in spasticity after the pump went dry and he now wanted to go back to pump therapy. It was noted that the patient would be managed by an infusion service going forward. The device system was used to deliver baclofen. It was later reported that the physician was to have home care fill the patient¿s pump and turn it back on.

Event description:
On (B)(4) 2014 information was received from a healthcare professional indicating that the cause of the event was patient non-compliance. The pump was refilled and restarted. It was working well.

Event description:
Additional information received reported the patient was doing well, and the pump was working fine.